Manufacturer narrative:
(B)(4). G2: foreign: australia. D10: 010000858 item name g7 neutral e1 liner 36mm f lot # 7405532. 650-0661 item name delta ceramic fem hd 36/0mm lot # 3114988. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 02918. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 26 days post implantation due to a dislocation. Dislocation attributed to elevated anteversion of the cup. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial right hip arthroplasty with abnormal anteversion and lateral inclination of the cup and subsequent right hip arthroplasty dislocation as noted. T was reported in the mmi report that the acetabular cup position appears abnormally anteverted and the acetabular inclination measures 57 degrees, which is abnormally elevated. It was noted that these finds would contribute to the subsequent dislocation. It is unknown if the shell was placed incorrectly, or was placed that way dependent on patient anatomy. While the cup position could be a contributing factor to the dislocation, a definitive root cause cannot be identified. This complaint was confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.